Manufacturer narrative:
D6a: implant date estimated as exact date is unknown. It was reported that implant occurred in "(B)(6) 2020".

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman closure device was implanted. Approximately three to four years later the patient was admitted to the hospital with pneumonia post-covid. Computed tomography was performed, and a large pedunculated, non-laminar, mobile thrombus was observed attached to the implanted closure device. Transesophageal echocardiogram was performed to confirm the observation. The patient was restarted on oral anticoagulation.